Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), lot: a000103585. A patient having ineffective stimulation was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the right lead was explanted and replaced. Effective therapy was restored post operatively. The investigation did not determine the lead that was replaced.